Manufacturer narrative:
(B)(4).

Event description:
It was later clarified that there was no patient connected to the device when this event occurred.

Event description:
It was reported that when changing the battery of the pacemaker it turns off immediately instead of staying on for the minimum of 15 seconds. The external pulse generator (epg) was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the capacitors were defective. It was also noted that the off key was defective and the lower case was broken. As a result the keypad, case and capacitors were replaced. (B)(4).